Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. It was stated that the sensor was reading 70, but blood glucose value was 100 mg/dl at the time of suspend. They were advised about insertion and calibration best practices. The customer removed the sensor and indicated the cannula was straight. The sensor will not be returned for analysis.